Manufacturer narrative:
(B)(4): the test strips involved with this complaint were evaluated and er4 was observed with control solution testing. The meter was evaluated, no error message was observed; the complaint was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): a secondary issue was also noted with the test strip vial, the vial beak was also found to also be broken.

Manufacturer narrative:
Follow-up #3 (submission 12/28/2012)- investigation confirmed the alleged error message in the meter's error log; however, the error message was not reproducible during testing. The cause of the event is unknown.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) in (B)(4) alleging the onetouch verio iq meter was displaying an error 4 message. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter was displaying an error 4 message. There is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.